Event description:
It was reported that the customer's insulin pump fell to the ground. Her blood glucose level was 92 mg/dl. Her insulin pump had a blank display. She received an unexpected restart alarm after she took the battery out and put it back in the insulin pump. In the alarm history an external error alarm was also found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.